Event description:
The customer reported that the unit was failing the extended self test (est). The ventilator was not in use on a pt, therefore there was no pt harm. The respironics service tech inspected the unit and found that the check valve separated at the hinge. The service tech replaced the check valve to correct the problem. The check valve was not returned to the MFR for failure analysis. This check valve is subject to recall # z-0951-03. The recall action has been completed. This report is being filed as a follow-up to the recall action.